Event description:
Device was used during a laparoscopic hernia repair. The device jammed. There were no consequences to the pt.

Manufacturer narrative:
H6; code 100: instrument received with a broken ejector post. Conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported instr. "Jammed" may have been due to a broken ejector post. The instr. Was received with a broken ejector post. No functional testing could be performed due to a broken ejector post. It was concluded that the broken post was due to an assembly error. The cartridge was observed to contain 23 staples. Comments: the assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences.